Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary I accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsule tear after laser assisted cataract surgery in the left eye. The surgeon was unable to place the intended implant. An anterior chamber iol) intraocular lens was placed instead and then a vitrectomy was performed. Upon follow up, a nurse reported that the patient is fine.